Event description:
Caller reported a malfunction on the pump, identified as malfunction 199 in tandem source, with malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, so the customer was instructed to continue using the pump and to call back if the malfunction code recurs. No additional information was received regarding the outcome of the event.